Manufacturer narrative:
Intuitive surgical inc. (Isi) received the tenaculum forceps associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contained the crimp was missing from the clevis. The root cause of this failure was attributed to a component failure. An unrelated failure was also observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.074" - 0.076" in length and were not aligned with the tube's axis. The root cause was attributed to mishandling. A review of the instrument log for the tenaculum forceps (part number: 470207-10, lot number: n10200206 -0090) associated with this event was performed. Per the log, the instrument was last used on 30-mar-2021 on system sk1575 for 00:09:34. The instrument had 5 uses remaining. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the information provided at this time, this complaint is being reported due to the following conclusion: this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall inside the patient. Although no patient harm, adverse outcome, or injury was reported, a broken pitch cable at the distal end was found during failure analysis and suggests that if the malfunction was to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the one of the cables in the wrist broke on the tenaculum forceps. The customer reported that no fragments fell into the patient. The procedure was completed with a spare instrument. There was no patient harm reported. Follow-up was completed with the customer to obtain the relevant patient information.